Manufacturer narrative:
The biomedical engineer (bme) reported that the co2 waveform on the bedside monitor (bsm) bottomed out and changed shape. The numerics were disappearing as well. The bme noted that the unit was on top of an anesthesia machine. Using the original cables and accessories, they swapped out the unit for another one, which was working fine. A loaner was sent to the customer, while the malfunctioning device was sent to nihon kohden for evaluation. The device was received and is pending evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the co2 waveform on the bedside monitor (bsm) bottomed out and changed shape. The numerics were disappearing as well.

Event description:
The biomedical engineer (bme) reported that the co2 waveform on the bedside monitor (bsm) bottomed out and changed shape. The numerics were disappearing as well.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018, customer at (B)(6) ctr reported the bedside monitor (bsm-5136a sn: (B)(6) co2 waveform bottoms out and changes shape. Numerics were disappearing as well. The unit was on top of an anesthesia machine. Customer replaced the unit with another unit which worked fine. Service requested repair. Service performed the unit was cleaned and evaluated. The reported problem of "the co2 waveform bottoms out and changes shape" was not duplicated, however we notice discrepancies on the gas numeric more particularly the co2 gas. The unit needs: cd-247p gas unit for bsm-5130 all malfunctioning parts were replaced. The unit was tested per operator's/service manual and completed 24 hours of extended testing. The unit operates to manufacturer's specifications. Investigation results per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. The device warranty began 07/23/2008. The issue was reported after approximately 10 years at customer facility. Product warranty ended on 07/23/2013. Review of device sap history found no previously reported issues with the unit's co2/gas unit. The bsm-5000 series model was discontinued on 08/03/2011 in mbg-110308a due to the introduction of bsm-6000 series monitor. Support for the unit continued for a minimum period of seven years. Bsm-5100a service manual advises the following: "failure to replace the dryline receptacle with a new one every year will cause a malfunction of the gas sensors because moisture in the respiration circuit comes into the instrument" customer's maintenance and replacement history is not available. Unit has no prior history of issues with the co2 or gas unit. The issue occurred well beyond the warranty period and product discontinuance, and toward the end of support period. Nka repair center evaluation was unable to duplicate the reported issue however discrepancies with gas numerics were found. Issue was resolved upon replacing the gas unit sensor #cd-247p and bsm was tested to operate within specifications. The repaired unit was returned to the customer on (B)(6) 2018 and there were no further reported issues with the unit. The root cause of the gas sensor failure is determined to be degradation over time from use and wear. This issue is not suspected to be caused by deficient device design. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Device evaluation. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.